Event description:
It was clarified that there was no physical separation or break on the fiber. The fiber was exchanged and the procedure was completed with a second fiber. No patient or user clinical consequences were reported due to this event.

Manufacturer narrative:
Event description updated per additional information received. Initial reported updated to the user facility contact . Device code updated per additional information received. Additional information received via good faith effort response from the customer clarified that there was no physical separation or break on the fiber. The manufacturer has reviewed all information and determined this event no longer meets the requirements of a reportable event for the device in question.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead tot he possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
Analysis of the device found that the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge . Based on device analysis, the potential for forward firing may exist. There was no patient injury reported.

Event description:
It was reported that the top of the fiber broke. The procedure was completed with a second fiber. No patient or user clinical consequences were reported due to this event.